Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 2.7, 8.4, 8.0. Tests were done within 20 minutes with a difference of 53%. Patient did not experience any adverse events. No further information has been reported.